Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states they were hospitalized due to pump settings being programmed wrong by trainer. The customer's levels rose to 610mg/dl. The customer was treated for the highs at the hospital. The customer was inquiring about hospital bill. The customer was directed to proper channels. No further assistance provided at this time.